Event description:
It was reported that air bubbles were observed within the canister and infusion set tubing. Customer reported not filling the cartridge with room temperature insulin or using the fill rod to force bubbles out of the cartridge. Customer was educated to fill cartridges with room temperature insulin and always ensure air bubbles are removed from the cartridge prior to loading onto the pump per the tandem user guide. Customer primed the tubing to address the issue. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned